Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by radiology technicians that during many CT scan procedures using power injection, they experienced obstruction of flow and/or split tubing at the most distal port of the line. The tubing was attached to the CT medrad power injector for injection of contrast media (omnipaque 300). They also reported that obstruction events were more frequent than the split tubing. Additional information was requested, however the events were not officially documented; therefore the number of events could not be quantified, no specific details of the events were provided, and no patient harm was reported.